Manufacturer narrative:
Qc provided does not indicate any precision issues. Customer has been running glu in duplicate. No additional information is available for this event.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding discrepant glucose (glu) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The first sample gave a glu result of 82 mg/dl, with a critical rerun of 12 mg/dl. A repeat of this sample gave a result of 74 mg/dl. A second sample gave a glu result of 19 mg/dl, with a critical rerun of 144 mg/dl. A repeat of the sample gave a result of 145 mg/dl. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment as a result of this event.